Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing some burning sensation at the ipg pocket site. The patient underwent a pocket site revision procedure wherein the ipg was placed deeper. The patient was doing well postoperatively. Nothing was removed or added during the procedure.